Event description:
It was reported by the customer: "the tubing is easily kinked." Was the product used on a patient? Yes was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No apparent harm.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf096 showed no other similar product complaint(s) from this lot number.